Event description:
The customer reported that the endoeye high definition ii, autoclavable videoscope has a colored image defect, ¿during a therapeutic procedure, the image became purple.¿ the procedure was completed successfully without delay. No death, injury or harm to patient was reported.

Manufacturer narrative:
An initial evaluation of the device was performed and confirmed the customer¿s reported problem. The image is distorted with varying colors (purple/pink/green) and the problem was isolated to a defective charged coupled device (ccd) unit. The referenced scope was sent to the legal manufacturer for further investigation. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; therefore, the cause of the defective ccd cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.